Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, a physician noted this right atrial (ra) lead was stuck in the header of the pacemaker. The ra lead broke off in the header and the remaining portion was abandoned and replaced. No adverse patient effects were reported.